Manufacturer narrative:
Follow-up #1 date of submission 08/15/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 07/20/2016 with the following findings: during investigation, a review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump. A review of the available data showed no evidence of short battery life. A visual inspection of the pump showed that the battery compartment was cracked. The returned battery cap was unable to fully tighten; however, the pump powered on with the cap. The pump¿s current draws measured within specifications. The pump cover was opened and no internal defect was found. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.